Manufacturer narrative:
(B)(4). All pertinent information was followed up for but could not be provided by the account. Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product and an evaluation of the returned device. The instrument was received with the handle detached from the shaft. The bag was not deployed and the gold ring was not seated in the handle. The plunger and metal ring could not be advanced and retracted properly. Engineering determined that the manufacturing personnel incorrectly assembled the blade and body assembly. An awareness training is in place. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device malfunctioned during surgical procedure. Patient was fine. New instrument was opened and worked as expected. Confirm that the device will be returned for evaluation? Yes. Device will be returned.